Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it is reported that during sterilizing on (B)(6) 2013, a clear gel leaked from the trs attachments. This is 4 of 4 reports for this event.